Event description:
Procedure: bullectomy. Reportedly, after squeezing the handle four times, the jaw opened then it was confirmed the staples around the tip of the dlu were not formed at all and the tissue tore. Procedure was converted to open. No further patient injury reported.